Manufacturer narrative:
Investigation summary: no photo or sample was received with the customer's complaint of missing lids. Without further information, the complaint cannot be verified and the root cause remains unknown. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 1 case of 17 gal bd¿ sharps collector was received with missing lids. The following information was provided by the initial reporter: it was reported by the facility representative that the container is missing lids.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1 case of 17 gal bd¿ sharps collector was received with missing lids. The following information was provided by the initial reporter: it was reported by the facility representative that the container is missing lids.